Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient was brought into the clinic and upon initial interrogation there was high rv (right ventricular) defib impedance on the right ventricular (rv) lead. The impedance was rechecked three times and only came down a little bit. Then while the physician was talking to the patient all the impedances were re-measured and it was found now that the rv defib impedance was back in range but now the svc (superior vena cava) defib impedance was high. Due to the high and varying impedances the lead integrity alerts were disabled for the svc and rv defib impedance ranges and the patient was allowed to go home. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.